Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device at first gave her relief, but then it was shooting pain down her arms and the patient could not get seen by her health care professional, so she turned it off. She noted that it did no good. He patient was referred to a neurosurgeon who had told her that the wrong pain stimulator was implanted and connected the leads in the wrong place. The patient noted that this neurosurgeon was going to schedule her for immediate surgery to replace the device with the correct one and place the leads properly; however, his office failed to follow-through for several months. The patient noted that after weeks, she went back to her managing physician since she wasn't using the pain stimulator. It was noted that the implantable neurostimulator was implanted so close under the skin that after losing 30 pounds, it became extremely painful and it was sort of a bulge under her skin. The patient and her managing physician decided to remove it. The patient noted that the system was removed on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was to report that the scs system (ins and leads) were removed yesterday. Pt noted that she was not given the explanted device by the healthcare provider (hcp). Pt states the ins worked for a time, but stopped working, and she didn't need the scs anymore.